Event description:
It was reported to teleflex medical that during a procedure using a capio suture, the bullet end of the suture came off while being deployed. The bullet was not able to be located. Patient is reported to be in fine condition.

Manufacturer narrative:
The remaining suture from the procedure was not saved for evaluation by the manfacturer. No lot number was identified, therefore, a device history record evaluation cannot be peformed. If additional information becomes available or a lot number has been identified, a follow up report will be provided with the investigation results.